Event description:
It was reported that the unit stopped working. It was further reported that this happened twice.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.